Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. Product registration - correction. B5: describe event or problem - correction/additional information. D4 catalog no - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H10: corrected data. H11 additional narrative.

Event description:
Subsequent to the initial MDR, data investigation was further reviewed. Data investigation shows that the patient's estimated glucose values dropped below the low alert threshold at 3:05 pm on (B)(6) 2025 and the system delivered an urgent low soon alert at partial volume with an estimate glucose value (egv) of 3.7 mmol/l; however, this alert was delivered through a bluetooth output. At 3:10 pm, the system delivered another urgent low soon alert at partial volume through bluetooth output with an egv of 3.4 mmol/l. At 3:15 pm, the patient's estimated glucose values reached the urgent low alert threshold and the system delivered an urgent low alert at partial volume through bluetooth output with an egv of 3.1 mmol/l. The patient then experienced a period of brief signal loss from 3:20 pm to 3:25 pm. Backfilled data shows egvs of 2.9 mmol/l and 3.0 mmol/l during this time, respectively. After that, the patient's egvs began to gradually rise, and the alerts delivered from this point on were delivered through the normal mobile device speaker. At 3:30 pm, the system delivered an urgent low soon alert at partial volume with an egv of 3.5 mmol/l. Then, two low alerts with partial volume were delivered at 3:35 pm and 3:40 pm with egvs of 3.9 mmol/l and 4.1 mmol/l, respectively. At 3:45 pm, the system delivered a low alert at full volume with an egv of 4.3 mmol/l. The patient's egvs crossed back into target range at 3:50 pm. The reported complaint was confirmed as no audio output. The probable cause was determined to be use error as the patient's mobile device was connected to an external audio output device at the time of the incident. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification setting occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. According to the patient, on (B)(6)2025, the patient experienced a failure to alert after which they experienced a hypoglycemic event. Around 3pm that day, the patient experienced a loss of consciousness. An ambulance was called by a neighbor, and the patient drank a small bottle of glucose. No cgm or blood glucose readings were reported from the event. No further treatment was reported, and it was not known how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined.